Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified av fistula in the patients' arm. The balloon was inflated and rupture at 12atm and rupture with a circumferential tear at 14atm. Due to difficulty removing the balloon, the physician did a small surgical cut down to the access site to remove the damaged balloon at the access sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4).

Manufacturer narrative:
A visual and microscopic examination of the returned device identified that the shaft is broken 64.5cm from the strain relief. The balloon is also torn circumferentially. The proximal portion of the balloon has detached from the shaft and hasn't been returned for analysis. The proximal balloon sleeve has detached but there is evidence of adhesive bonding and touch up. The area where the balloon was bonded was microscopically examined and there is evidence that the device was roughened. The single lumen shaft is severely stretched and kinked and the distal ro markerband is free moving. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified av fistula in the patients' arm. The balloon was inflated and rupture at 12atm and rupture with a circumferential tear at 14atm. Due to difficulty removing the balloon, the physician did a small surgical cut down to the access site to remove the damaged balloon at the access sheath. The procedure was completed with this device. No patient complications were reported and the patient status is fine.